Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that were hospitalized due to high blood glucose on jan with blood glucose level of 435 mg/dl. The customer treated with manual injections. The customer also mentioned the buttons on the insulin pump are hard to press. Customer was wearing the insulin pump at time of hospitalization. The insulin pump will not be returned for analysis.